Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half hight cubie drawer was not detected on the bus. A field service engineer reseated the main pyxibus cable connection to the pyxis module controller board and reseated both row board cable connections to the drawer controller boards to resolve the issue. Also, removed two defective cubie pockets and return to pharmacy. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers 4.1 and 4.2 were not detected on the bus. The customer stated that the malfunction caused a delay in dispensing medications to the patients. However, there were no adverse events or injuries reported based on this event.